Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va06vfn, implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer via the manufacturers' representative (rep) reported that the patient had loss of efficacy and loss of sensation of stimulation. The impedances were checked and all of the readings were out of range- over 4000 ohms. The patient had a fall where she landed on the lead that led to this issue. The lead was replaced and the new lead was functioning on all four electrodes. The issue resolved at the time of this report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.